Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After placing a 4.5 fr non-bsc introducer sheath and advancing a non-bsc guide wire, dilatation was performed using a coyote balloon with the support of a 6fr non-bsc support catheter. Subsequently, a 2.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for further dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was removed and the procedure was completed with another balloon. No patient complications were reported. Returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded and there was blood in the balloon and inflation lumen. The tip, balloon, markerbands, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 6 mm from the proximal end of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After placing a 4.5 fr non-bsc introducer sheath and advancing a non-bsc guide wire, dilatation was performed using a coyote balloon with the support of a 6fr non-bsc support catheter. Subsequently, a 2.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for further dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was removed and the procedure was completed with another balloon. No patient complications were reported.